Event description:
It was reported that during a laparoscopic cholecystectomy procedure, insufflation issues were noticed while using the device. Another device was used to complete the procedure. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Date sent: 07/06/2010.